Manufacturer narrative:
A root cause investigation was conducted. An analysis of the system log files found no evidence of un-commanded x-ray and that the exposure terminated normally prior to the emergency stop switch being initiated by the user. The log files also showed no errors near the time of the alleged event. Analysis of the exposure switch found that the returned component functioned normally. The conclusion of the investigation determined that there was no un-commanded x-ray event and no failure of the gehc/surgery c-arm device.

Event description:
The customer reported the system will not stop fluoroing. The customer has to use emergency shut off to stop fluoroscopy. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The x-ray switch was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.